Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report of check valve failure was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be (B)(4)¿ long. The particle was identified to be protein and silicone fluid. The root cause of the check valve failure is due to a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the protein and silicone fluid particle was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an unspecified antibiotic secondary infusion intended to complete in one hour instead was empty in a few minutes time and an unregulated flow was observed. The clinicians in attendance then determined the secondary was flowing into a primary infusion of normal saline, not the patient. The primary infusion was noted to be infusing at the correct rate and there was no patient harm. The customer has stated the description and event date provided was interpreted from other sources not provided to carefusion/bd and may not be completely accurate.